Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the tip of the needle broke off when activating the safety mechanism. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-mar-2025. Investigation summary: bd received 10 customer samples for investigation. These samples underwent a visual inspection for needle breakage during use and passed testing, showing no evidence of damage to the device or needle breakage during activation of the safety shield. Additionally, 20 retained samples were also visually inspected for needle breakage during use and similarly showed no evidence of damage or needle breakage during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the tip of the needle broke off when activating the safety mechanism. No adverse impact was reported regarding the patient or user.